Manufacturer narrative:
Section b3: as the day and the month of the event is unknown, the event date is estimated to have occurred in 2025. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient was feeling discomfort while wearing the unit. The patient stated that they were advised by their physician to stop wearing the unit. It was later reported that the patient was experiencing discomfort to the right side of the surgical site. The patient stated that he was told this was a possible side effect of the device, so he stopped wearing the unit and the discomfort subsided within a few days. The patient stated that the discomfort was painful, no alteration in sensation. The patient rated the pain level a 6 or 7 out of 19. Nothing was prescribed or recommended for the pain. The patient stated that he stopped wearing the unit on his own then advised the doctor of his discomfort at his follow-up appointment. The discomfort had been resolved by the follow up appointment. The physician agreed that the patient should not resume treatment. No alternative to the stimulator was recommended or prescribed. The patient stated that he would like to return the unit. No further information was provided.

Manufacturer narrative:
Section b3: as the day and the month of the event is unknown, the event date is estimated to have occurred in 2025. Corrected data in following fields - g1: contact office name and email address additional information in following fields- b4: date of this report, b5: additional narrative, d8, d9, g3: date received by manufacturer, h6: evaluation codes. The spinal pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinal pak stimulator was downloaded on october 7, 2025. The compliance data indicates the unit treated for 13 days 19 hours and 29 minutes. Review of the DHR indicates that unit was manufactured on february 17, 2025. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Review of complaint history identified (41) total complaints from (may 28, 2024) to (may 28, 2025) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient was feeling discomfort while wearing the unit. The patient stated that they were advised by their physician to stop wearing the unit. It was later reported that the patient was experiencing discomfort to the right side of the surgical site. The patient stated that he was told this was a possible side effect of the device, so he stopped wearing the unit and the discomfort subsided within a few days. The patient stated that the discomfort was painful, no alteration in sensation. The patient rated the pain level a 6 or 7 out of 19. Nothing was prescribed or recommended for the pain. The patient stated that he stopped wearing the unit on his own then advised the doctor of his discomfort at his follow-up appointment. The discomfort had been resolved by the follow up appointment. The physician agreed that the patient should not resume treatment. No alternative to the stimulator was recommended or prescribed. The patient stated that he would like to return the unit. No further information was provided. The spinalpak assembly was returned for further evaluation.